Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported a dark screen and that the unit shutdown. There was no patient involvement. Technical support provided remote assistance to the customer. It was determined that the unit did not in fact shutdown but it was only the screen that went dark. The customer did not find any failure codes in the event log. The customer reported to have replaced the touchscreen and the user interface (ui) printed circuit board assembly (pcb) but now the liquid crystal display (lcd) is bright white. Technical support advised the customer to check the connections and replace the graphic user interface (gui) if necessary.

Manufacturer narrative:
G4: 24apr2020. B4: 28apr2020. When the customer reported the original problem, technical support advised them to run the unit for several hours to see if the problem would recur. The customer reported that the were unable to duplicate the issue, however, the touchscreen was unresponsive and could not be calibrated. It is for this reason that the customer replaced the touchscreen and the user interface printed circuit board assembly (ui pcba) . After these replacement, the liquid crystal display (lcd) turned bright white. The customer reported that the lcd issue was resolved by replacing the user interface assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.